Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user went through infusion sets and cartridges faster than expected while learning to use the ilet and experienced user error related to infusion set deployment or connector attachment, prompting shipment of replacement supplies to maintain therapy. Symptoms included no reported blood glucose issues. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included review of use-related factors and product replacement logistics. Investigation of this case revealed use error in infusion set or connector handling without device malfunction. It was concluded that the event was attributable to user technique, and replacement supplies were provided to support continued safe use.